Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.033.001-us. Lot: 2l94525. Manufacturing site: hägendorf. Release to warehouse date: 09. May 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: radiolucent insertion handle frn (pn 03.033.001 ln 2l94525) was received at us cq. Upon visual inspection at cq, it is observed that the broken threaded tip of the driving cap/threaded (pn 03.010.523 ln l812375) was stuck in insertion handle and unable to disassemble. The remaining portions of the device shows normal wear consistent with the use. Thus, the reported broken condition cannot be confirmed. Device failure/ defect found? No, the received condition does not agree with the complaint description and is not confirmed as no fractures/breaks were observed on the returned device. The mating device was noted to be broken but will be investigated. Investigation conclusion: a visual inspection, and document/specification review were performed as part of this investigation. The broken threaded tip of the driving cap/threaded (03.010.523) was stuck in insertion handle and unable to disassemble, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap connected to insertion handle contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an antegrade femur recon nail, while implanting an unknown femoral recon nail (frn) with hammer that blows to the threaded driving cap, the tip of the cap broke off in the recess of the insertion handle. The resident tightened the driving cap before this happened. Because of poor reduction and no way to back slap the nail out the surgeon decide to take off the insertion handle and use the extractor. Nail was removed successfully. He decided it was best to convert to a retrograde nail. Which was performed without any issues until they went to insert the spiral blade and the insertion handle was broken at the tip. The surgeon felt it would work and the procedure was completed without anymore disruptions. There was surgical delay of five to ten (5-10) minutes. Procedure and patient outcome was unknown. Concomitant device reported: unknown femoral recon nail (part # 04.033.069s, lot # unknown, quantity # 1), unknown hammer (part # unknown, lot # unknown, quantity # 1). This complaint involves three (3) devices. This is 1 of 3 for report (B)(4).